Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during testing. The excessive no delivery test could not be performed due to the motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and motor error alarm. The blood glucose at the time of the incident was 238 mg/dl. The customer also reported that he was unable to push insulin from the reservoir through the tubing. Troubleshooting was not able to resolve the issue. The device was returned for analysis.